Event description:
Boston scientific crm received information that during the device replacement procedure, the ventricular screws would not retract. Technical services was contacted. The device was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, microscopic visual inspection noted that all setscrews moved freely and operated normally. Inspection of the setscrews noted that both ventricle retainer rings were bent upward. This damage would indicate that excessive force was used to retract the setscrews. No other anomalies were observed. A comprehensive series of diagnostic and electrical tests were conducted, verifying the performance of pacing, sensing, and memory recording functions.